Manufacturer narrative:
1. Customer reply purchased from amazon and therefore the product is most likely authentic. 2. Customer is claiming false negative because they believe their "kid" has covid but no pcr test. 3. On 9/6/2024 and 9/11/2024, ihealth customer service asked the customer about purchase and test kid lot information, no provided.no lot number was provided. Unable to effectively verify and confirm customer feedback. 4. On 9/9/2024 qa had reviewed the ticket as an invalid test result on the complaint log., no reply from the customer for 30 days after 9/11/2024 so ticket was marked solved.upon implementation qa review within zendesk, the ticket was reviewed again. On 10/11/2024, qa found that the customer's voicemail could describe a false negative. So 10/11/2024 will be this complaint's date of awareness as this complaint was originally miscategorized an invalid test.

Event description:
Event details: zoom voicemail transcription (B)(6) I'm calling because I order a kid online on amazon. And this line is not showing up. We did it. We've done it twice. We waited the entire kit and I am requesting a replacement. This is (B)(6). I am a doctor. I know what I'm doing. So, I'm pretty sure. There is only one line lit up, which is the c, which I do believe my kid has covid. But the test line I don't believe the test a hundred percent. Because the lines did not fire up. So please call me back or email me at (B)(6). " 10/11/2024 will be this complaint's date of awareness as this complaint was originally miscategorized an invalid test. We are only aware of possible false negative now.